Manufacturer narrative:
Initial and final MDR 1890631 - MDR 3003442380-2024-08881 - device 7 of 7

Event description:
Unomedical reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that the infusion set cannula was kinked within 3 hours of insertion at abdomen, which caused the patient's blood glucose was elevated to 500 mg/dl therefore patient had received mdi and changing the site and received IV and fluids of r. Lactate and insulin and patient went to emergency room and was subsequently hospitalized. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.